Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while inserting the scope into the device to start the harvest and after doing vein dissection, the scope would not go in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The harvesting cannula and vasoview hemopro 2 were returned to the factory for evaluation. Evidence of clinical use and slight evidence of blood were observed on the cannula. Vasoview hemopro 2 was returned inside the cannula. A visual inspection did not identify any nonconformity. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed for the reported failure mode ¿mechanical issue¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while inserting the scope into the device to start the harvest and after doing vein dissection, the scope would not go in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.